Event description:
The lenire device for tinnitus received de novo approval last year. This led me to spend over (B)(6) getting the device. It seemed to cause rather severe brain fog in me that lasted a few weeks after stopping use of the device. The device failed in any way to improve my tinnitus once the brain fog cleared up. It came across as a big scam to me. Hopefully, others will have better results, but I believe it bears watching. (B)(6).